Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters underneath the left breast where the skin had peeled away. Patient also reported being bruised due to being on blood thinners. The patient's nurse at the rehab hospital used ointments on the affected area without success. During a follow-up, it was reported that the patient's irritation improved after using nystatin powder.